Event description:
It was reported by the customer that when using the bd pyxis¿ es server, unable to approve the medications from approved queue due to duplicate item. But while checking the pharmacist formulary, there was no duplicate item. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to approve the medications from the approved queue due to duplicate items. The technical support specialist (tss) dialed into the server, checked the facility formulary, and found that the medication ID already existed. The tss advised that the customer did not need to approve the medication ID in the approval queue. If an attempt to approve it was made, an error occurred due to the duplicate medication ID in the facility formulary. And advised to mark the facility-only item inactive and approve the correct one from the pharmacy formulary, which would load the medication at the station. The system functioned as intended after the technical support specialist checked the issue.